Manufacturer narrative:
Steris has scheduled in-service training on proper use and handling of the indicators for (B)(4), 2012.

Manufacturer narrative:
The user facility reported the verify integrator ink dot had a bubble on it after being sterilized, and the ink dot had 'escaped', causing it to be interpreted as an inconclusive result. The instruments were reprocessed prior to use in patient procedures. No injuries, procedural cancellations or delays reported. Steris dispatched a service technician on-site; the user facility was unable to provide the technician with the cycle printout of the inconclusive result cycle. The user facility was unable to report which sterilizer was subject of the reported event. The customer reported the event could be attributed to misuse/mishandling. The technician inspected both sterilizers in use in the sterile processing department and found both units were operating properly; no issues noted. All subsequent loads run after the reported event completed successfully and no issues were noted. Pictures taken by the technician of the indicator evidence the indicator appeared to have changed color but because of a 'wet load' or being placed in a puddle of water in the sterilizer, the laminate was raised making the result appear inconclusive. Retention testing was completed and evidenced passing results. The DHR evidences the lot was manufactured to specification. Steris will request a clinician go on-site to review the facility's practices for handling and processing indicators.

Event description:
(B)(4).